Event description:
It was reported that the patient presented in clinic for a follow up with syncope and seizures. Device interrogation revealed the right ventricular lead exhibited failure to capture. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.